Manufacturer narrative:
B3: 29apr2020. B4: 01may2020. The manufacturer¿s field service engineer (fse) confirmed the reported navigation (nav) ring failure issue. The fse replaced the nav ring to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Further investigation of the complaint led to the finding that the touch screen was working properly at the time of the navigation ring failure. This no longer meets the criteria for a reportable event due to the finding of a functioning touch screen. The nav ring not working does not affect the functionality of the ventilator, the unit will continue to function and ventilate patient. The touch screen can be used to make adjustments to the settings. The device will continue to function and ventilate the patient, and thus pose no risk for serious patient injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28apr2020.

Event description:
The customer reported nav ring failure. It is unknown if the ventilator was being used on a patient at the time that the error was discovered. Confirmation has been requested.